Manufacturer narrative:
E1. Initial reporter facility name: (B)(6). The device evaluation was completed on 18-dec-2023. The device was returned to biosense webster (bwi) for evaluation. A visual inspection and screening test of the returned device were performed following bwi procedures. Visual analysis revealed a foreign material inside the tip. The device was connected to carto 3 system and the device was visualized and recognized correctly; however, error 106 appeared on the system due to an open circuit in the tip area. The device tip was inspected under microscope after performed the test, and it was found a hole on the surface of the pebax section and a foreign material inside it. It was determined that the damage and the foreign material observed was sustained in someplace external to the manufacturing environment. All units are inspected prior to leaving the facility as there are functional tests and inspections at control points based on the process flow diagram (pfd) per its part number to avoid this type of damage from leaving the facility. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer was confirmed. It should be noted that product failure is multifactorial. The instructions for use (IFU) contain the following recommendations: to ensure accurate force readings, verify that the force reading is near zero when the catheter is not in contact with tissue. If the force reading is not near zero when the catheter is not in contact with tissue, perform zeroing. If the force problem persists, replace the catheter cable or the catheter. In order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. After insertion, slide the insertion tube back toward the handle. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a thermocool® smart touch® sf uni-directional navigation catheter for which biosense webster¿s product analysis lab (pal) identified a hole on the surface of the pebax. Initially it was reported that during the procedure, the force value could not be zeroed and error code '95' was displayed. A second device was used to complete the procedure. There was no adverse event reported on patient. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 18-dec-2023, foreign material was inside the tip. The device tip was inspected under microscope after performed the test and it was found a hole on the surface of the pebax section and foreign material inside it. This event was originally considered non-reportable, however, bwi became aware of a hole on the surface of the pebax section on 18-dec-2023 and have assessed this returned condition as reportable.